Event description:
During an endoscopic procedure, the physician used a cook endoscopy roadrunner extra support wire guide. The distal tip of the wire guide detached in the pancreas. Several attempts were made in an effort to collect additional info regarding pt impact and product usage. The complainant did not specify if the detached section of the wire guide was retrieved from the pt. It is unk if the pt experienced any adverse effects or required additional medical procedures due to this event.

Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this wire guide. These techniques includes flushing the wire guide holder with 30cc of sterile water prior to removing the wire guide from the holder, and flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. Omission of this activity can create resistance in wire guide movement during use. If excessive pressure is applied to the wire guide, perhaps in response to resistance during use, this could have contributed to the report of wire guide breakage. Prior to distribution, all wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an unusual occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.